Event description:
Information received indicates, the brake/steer pedal pops out of the brake position and into the neutral position. A patient was on the bed when the problem was discovered. No injuries.

Manufacturer narrative:
Repairs have not been completed.